Event description:
The international service technician observed that upon intake, the device was missing the lower trigger pin. There were no adverse consequences reported with this event.

Manufacturer narrative:
Based on the original reported event we assessed the event as having a potential for a serious injury or death for the patient or user. After completing our device evaluation and obtaining additional information, we have determined this incident is not reportable, this event would not lead to death or serious injury of the patient, user or other person.

Event description:
The international service technician observed that upon intake, the device was missing the lower trigger pin. There were no adverse consequences reported with this event.